Manufacturer narrative:
Pending evaluation. Concomitant device(s):300-10-15, 6529693 - equinoxe replicator plate 1.5mm o/s. 300-20-02, 6606691 - equinox square torque define screw drive kit. 310-01-47, 6511341 - equinoxe, humeral head short, 47mm (beta).

Event description:
Approximately 10 months postop the initial l tsa, the (B)(6) y/o male patient was experiencing pain and discomfort in l shoulder and was converted from an anatomic total shoulder to a reverse shoulder. All anatomic components, with the exception of the humeral stem, were explanted. The stem remained intact and a reverse shoulder was implanted using the current stem. Pt was revised to a 42mm +4 offset glenosphere, +0 adapter tray, sup/post augmented baseplate (left) and 42mm +0 humeral liner. Patient was last known to be in stable condition following the event. Devices are not returning due to facility policy.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.